Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant continued: 407652 implantable pacing lead (B)(6) 2007. (B)(4).

Event description:
It was reported that after the patient's medical procedure, the care alert indicated that the detections were not turned on, but the parameters indicated the detections were enabled. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.